Event description:
The customer reported her blood glucose reached 26.0 mmol/l (468 mg/dl) and that the cannula was out of the skin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.